Manufacturer narrative:
Device identifiers were requested, but not provided. Manufacturer reference #: (B)(4).

Event description:
Ivantis requested follow-up information from the surgeon on 4 separate occasions (july 19, 2020, august 5, 2020, august 12, 2020, august 21, 2020), but no response was received.

Manufacturer narrative:
The microstent remains implanted in the patient and is not available for evaluation. Device identifiers have been requested. Iritis is listed in the device labeling as a potential adverse event. Manufacturer reference #: (B)(4).

Event description:
A female patient underwent cataract surgery in combination with hydrus microstent implantation approximately 5-6 months ago; surgery was uneventful. The surgeon reports that the patient has been experiencing low-grade iritis in the operative eye. The early postoperative visits were uneventful and the microstent is well positioned in schlemm's canal. However, the iritis returns whenever the topical anti-inflammatory medication is discontinued. There is no loss of best corrected visual acuity, no corneal edema or cystoid macular edema, and intraocular pressure is controlled. The patient did not have preexisting chronic iritis and her medical history is unremarkable. At this time, the patient is asymptomatic (topical nsaid medication re-initiated) and the surgeon plans to monitor the patient. Additional information has been requested.